Event description:
The facility reported a colleague infusion pump with a failure code of 807:05. It is unknown when this condition occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. This device utilizes user interface module master software version 5.04.00 categorized as unremediated. No additional information is available. During review of the event history it was determined that the reported condition occurred during delivery causing an interruption of delivery.

Manufacturer narrative:
The reported condition of failure code 807:05 was confirmed through the event history but not duplicated. The reported condition is due to a faulty channel a pump head module. The channel a pump head module was replaced to correct the reported condition. (B)(4).